Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a narrow lesion in the left main coronary artery (lmca)with 85% stenosis. On (B)(6) 2014, the patient was hospitalized for chest tightness, aggravated palpitation and dizziness. Coronary angiography showed three vascular lesions. A 4.0 x 08 mm xience xpedition stent was implanted in the lcma with 85% stenosis. The patient was discharged on (B)(6) 2014. On (B)(6) 2014, the patient was re-hospitalized for premature heart beat [arrhythmia]. Medical treatment was given to the patient. Computed tomography (CT) and electroencephalogram (eeg) read normal results. The patient was discharged. Per physician, the relationship between the event and the device is not known. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. No device issue has been reported at this time. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: angiography showed the stents were patent. The patient received medication. No additional information was provided.